Event description:
It was reported that there was a poor contact of sureshot targeter during the surgery.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted no obvious damage. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.